Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "on (B)(6) 2002, the pt underwent left total hip arthroplasty at (B)(6) center." It was further alleged that, the pt was experiencing "loosening" from the system. It was further alleged that the pt was "required to undergo a revision surgery, which was performed on (B)(6) 2009." It was further alleged that, "on (B)(6) 2011, the pt was forced to undergo a second revision surgery."